Event description:
It was reported by a customer in the USA that, an ht70 plus ventilator touch screen was unresponsive and displaying an error code "coin battery needs to be replaced", while the customer was trying to power on the unit. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse replaced the coin battery, which resolved the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).